Event description:
It was reported that the customer was hospitalized for a low blood glucose level; bg value not provided. Ultimately, the customer reverted to an alternate method of insulin delivery. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information; however, no response was received.